Event description:
Paramedics responded to a person described as in cardiac arrest and down for a long time. External pacing was administered by the device but, according to the rptr, the pacing function of the device powered off and a service light was displayed. When the pacing was powered back up, mechanical capture could not be obtained and the screen displayed excessive artifact. The pt was not resuscitated. The rptr indicated the reported malfunction did not cause or contribute to the death of the pt. The rptr based their opinion on the attending clinician's assessment of the pt's viability.